Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported that the blood pressure cuff inflated to over 250 mmhg, was painful, and caused bruising, and numbness. The numbness persisted for about 10 minutes. The patient also reported they experienced petechiae. The patient did not seek medical attention.